Event description:
It was reported that the day after implant the patient complained of a thumping in their left chest. The left ventricular (lv) lead was reprogrammed to resolve the diaphragmatic stimulation. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.